Manufacturer narrative:
Concomitant products: 5072-45, lead, implanted: (B)(6) 2004; 0144, competitor lead, implanted: (B)(6) 1999.

Event description:
It was reported that a left ventricular (lv) lead impedance warning was triggered for high pacing impedance. In addition, the lead exhibited high thresholds. The lead was inactivated by changing the pacing vector from the lv ring to the right ventricular (rv) lead coil. A new lv lead was placed later during routine change out of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a left ventricular (lv) lead impedance warning was triggered for high undefined pacing impedance. In addition, the lead exhibited high thresholds. The lead was inactivated by changing the pacing vector from the lv ring to the right ventricular (rv) lead coil. It was further reported that there was a fracture of the distal electrode. The lv lead was capped when the new lv lead was placed during the device change out procedure. The patient was enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a fracture of the distal electrode. The lv lead was capped when the new lv lead was placed during the device change out procedure. The patient was enrolled in the product surveillance registry clinical study.